Event description:
It was reported that the surgeon went to remove and re-position a 14mm variable angled self drilling screw and the screw extraction device broke off in the screw. The entire plate was removed since the screw could not be disengaged from the plate/ring.

Manufacturer narrative:
Additional info has been requested, and if received, will be supplied on a supplemental.